Event description:
It was reported that the pt was in a car accident a few weeks ago and subsequently experienced a loss of therapeutic effect, with a reduction in the stimulation felt. It was later reported that the pt was to have the implantable neurostimulator reprogrammed. No info was provided related to the pt's outcome. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).